Manufacturer narrative:
The patient has a medical history of hypertension, hyperlipidemia, diabetes and previous mi. The index procedure was prompted by mi. During the index procedure one resolute onyx stent was implanted into the cx. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
One resolute onyx stent was implanted during the index procedure. Dissection of the cx was observed and was treated with stenting.

Manufacturer narrative:
The index procedure was prompted by stable angina. The investigator assessed the event as not related to the index device or to the anti-platelet medication. The patient recovered. If information is provided in the future, a supplemental report will be issued.